Event description:
The customer reported that on (B)(6) 2013, the aortascan gave aortic diameter measurements of less than 3 cm on a patient. On (B)(6) 2013, the patient visited the emergency room complaining of pain, and surgery was performed for a "descending aneurysm" with dissection that measured 8.6 cm. The patient outcome was positive. The device had also been used on another patient on (B)(6) 2013, and the customer reported that it gave measurements of less than 3 cm. On (B)(6) 2103 an abdominal aortic aneurysm was identified through another testing modality. No adverse event or further intervention was reported. The patient outcome was described as positive.

Manufacturer narrative:
Evaluation summary: the device evaluation did not confirm the report of inaccurate readings. Thirty scans were performed on an aorta phantom, and the inaccurate measurements could not be duplicated. The aortascan measured 3.6 cm on a 3.7 cm phantom. Concomitant medical products: not provided. Additional system component: (B)(4). Multiple requests were made for additional details on the complaint, including aortic measurements, diagnosis, and patient information. No response was received from the customer; for the first patient it could not be confirmed if the aneurysm was in the abdominal aorta. The aortascan user manual specifies that the intended use of the device is to obtain an image of the abdominal aorta.